Event description:
The customer reported that the liquid crystal display (lcd) was missing some segments. No pt involvement was reported.

Manufacturer narrative:
Verified the customer complaint that the unit display was missing segments. The universal interface (ui) printed circuit board (pcb) with lcd was replaced. The device passed testing. (B)(4).